Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a video cholecystectomy, the trocar presented gas leakage during the procedure. There was no pt consequence.